Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
The manufacturer was alerted by a social media post about a patient that had persistent pain after left shoulder replacement. The post indicated an x-ray with no issues.